Manufacturer narrative:
The investigation showed that the 5.5x40mm screws and the 5.5x50mm screws were mis-assembled during the manufacturing of the assembly. Since the screws were mis-assembled with the wrong length, the packaging labeling was not representative of the actual screw length.

Event description:
After inserting the screws, the surgeon noted that the screw lengths were too long, so he explanted two of the screws and replaced them with other screws.